Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation. Since products have not been returned, visual/functional inspection could not be performed. Functional testing to recreate the reported event could not be as the device was not returned. Patient pre-existing condition, tooth location and duration of implant are unknown due to limited information provided by customer. The customer has not provided additional pictures or x-ray images of the product. Complainant reported that the abutment would not seat into the implant due to possible internal damage of the implant's drive feature. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the abutments would not seat into the implant due to possible internal damage of the implant's drive feature.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number cmp-(B)(4). The reported device was not returned for investigation. Since products have not been returned, visual/functional inspection could not be performed. Functional testing to recreate the reported event could not be as the device was not returned. Patient pre-existing condition, tooth location and duration of implant are unknown due to limited information provided by customer. The customer has provided x-rays, however, the event could not be confirmed after evaluation of the x-rays. Complainant reported that the abutment would not seat into the implant due to possible internal damage of the implant's drive feature. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: h10: additional narrative